Manufacturer narrative:
The subject device was not returned for evaluation. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported that his instrument broke. According to the report, the device broke during an unspecified procedure. According to the reporter, the doctor was able to retrieve all the shards (broken pieces) and there was no harm. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the broken device could not be determined. The broken damage was most likely caused by wear and tear in accordance with the age of the device, frequent use, or excessive force. Olympus will continue to monitor field performance for this device.